Event description:
Adverse event: possible over or undercorrection. Malfunction: incorrect data input. The facility reported the vertex distance was input incorrectly (vd=0) for one pt. No further info was provided.

Manufacturer narrative:
Norte: the on-line FDA 3500a form will not accept na for expiration date, implant date and explant date -- fields were not populated. Device MFR date would not accept unk -- field not populated. Determination of root cause: assessment: it was determined this event was a training issue, data entry error. Conclusion: based on analysis of this info, the root cause of this event was a data entry error. (B) (4)